Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): distal conductor fractured. Partial lead in segments returned and analyzed. Additional observations of defib conductor distorted, distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, exposed defib coil white substance, outer insulation cosmetic depression, blood in/on helix mechanism (sleeve head) and in/on helix mechanism. Analyst commented that lead appears to have been implanted with a bend in it at the fracture site.

Event description:
It was reported that the patient's right ventricular lead had high impedance and an apparent fracture. The lead was removed and replaced. No patient complications were reported as a result of this event.